Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure the 10mm device handles got stuck closed inside the abdomen of a horse. They were able to get the handles undone. No additional information was provided.